Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (ess205) (batch no. 620744 / 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "operation: essure tubal ligation and microwave endometrial ablation." On (B)(6) 2007. The patient's past medical history included regional nerve block (during essure tubal occlusion procedure) on (B)(6) 2007 and menorrhagia. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure (ess205). The reporter commented: during essure insertion, the physician was able to see both tubal ostia. Essures were placed. There were four coils trailing on left (lot number: 620744) and two coils trailing on right (lot number: 620742). There were no abnormalities noted in the endometrial cavity. Patient was taken to the recovery room in stable condition. Diagnostic results: on (B)(6) 2007: uterine anatomy (sound length) - 9.0cm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; essure treatment details (model, date implanted, lot number, insertion details), event added and lab data. Company causality comment this litigation case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding,") in a female patient who had essure (ess205) (batch no. 620744 / 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "operation: essure tubal ligation and microwave endometrial ablation." On (B)(6) 2007. The patient's past medical history included regional nerve block (during essure tubal occlusion procedure) on (B)(6) 2007 and menorrhagia. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful in intercourse") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). The reporter commented: during essure insertion, the physician was able to see both tubal ostia. Essures were placed. There were four coils trailing on left (lot number: 620744) and two coils trailing on right (lot number: 620742). There were no abnormalities noted in the endometrial cavity. Patient was taken to the recovery room in stable condition. Diagnostic results: (B)(6). Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: reporter information updated and lawyer added, events device removal and device complication were replaced with migration, perforation, abnormal bleeding, painful in intercourse, pain. Patient had surgery to remove the essure implant on (B)(6).2009. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (ess205) (batch no. 620744 / 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "operation: essure tubal ligation and microwave endometrial ablation." On (B)(6)2007. The patient's past medical history included regional nerve block (during essure tubal occlusion procedure) on (B)(6) 2007 and menorrhagia. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure (ess205). The reporter commented: during essure insertion, the physician was able to see both tubal ostia. Essures were placed. There were four coils trailing on left (lot number: 620744) and two coils trailing on right (lot number: 620742). There were no abnormalities noted in the endometrial cavity. Patient was taken to the recovery room in stable condition. Diagnostic results: on (B)(6) 2007: uterine anatomy (sound length) - 9.0cm. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.